Event description:
Report received a "distal occlusion alarm at the end of first 2 intermittent deliveries and the filter eventually broke." A user facility voluntary medwatch was then received that states: pt was on IV penicillin 3mu every 4 hrs via a gemstar pump per groshong PICC line. The pump was alarming "distal occlusion". The alarm was resolved per instructions in pump manual. 75 minutes later, the pt reported that the pump tubing "blew". An rn arrived to flush the PICC line approximately 1.5 hrs later. The PICC line developed a hole during flushing attempts. A peripheral line was started until another rn could come to repair the PICC line. An examination of the tubing revealed a cracked housing on the filter. Additional info received from customer: pump was programmed in the intermittent mode to deliver penicillin 3mu/39.8ml over 1 hr every 4 hrs, kvo rate 0.6 ml/hr, container 250ml. The pt call the pharmacy at 4:45 pm to report distal occlusion alarms during the middle of 4th dose. Pt instructed to turn pump off, reload cassette, and turn pump back on which fixed the problem. At 6 pm, pt called the pharmacy to report that "filter broke". The pt was instructed to stop the infusion. An rn went to the pt's home in 1.5 hrs and attempted to flush the IV line. IV line was observed to be clotted and developed a hole. Infusion resumed after peripheral IV was established. There was delay of approx 1.5 hrs, but no report of any missed dose. The pt did not experience any adverse effects.